Event description:
Healthcare professional reports right side rupture, radial folds, and periprosthetic fluid. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and periprosthetic fluid these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture, radial folds, and periprosthetic fluid. The device has been explanted.